Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller states that a patient reportedly received the following results on an nano meter, compared to lab results, within 10 minutes: 217 mg/dl (meter) and 113 mg/dl (lab). No death or serious injury reported. Requested return of suspect device and replacement was sent.